Event description:
Reporter noted occlusion error messages. Scleral burn occurred during initial sculpting pass. Changed system to complete case. Used two sutures to close wound due to scleral retraction. No damage or visual impairment to date. Prognosis: good.